Event description:
Technician alleged that the nurse call is not working when the button is pressed. No pt impact.

Manufacturer narrative:
The technician found the coil cable assembly was damaged on the pt's left side. The technician replaced the coil cable assembly to resolve the issue.